Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with a low heart rate, upon interrogation the pulse generator exhibited backup vvi mode, due to low battery no further trouble shooting could not be done. The device was explanted and replaced. No additional information was available.